Event description:
A hospital reported via our distributor that an mr290u autofeed humidification chamber failed the leak test during the initial set-up. The chamber appeared to be cracked along the side. This was detected prior to patient use. No patient consequence occurred.

Manufacturer narrative:
(B)(4). The complaint mr290u chamber is en route for investigation. We will submit our findings in a follow-up report following receipt of the device and completion of our investigation.